Event description:
The device was explanted and returned to the MFR for analysis. Hcp reported "infection at site (pump operation not impaired)". Repeated requests for add'l info have been unanswered. A follow up report will be sent when add'l info is rec'd.